Event description:
In 2001, this patient underwent descending thoracic aorta aneurysm repair. In 2008, the patient was admitted to the hospital for hemoptysis due to a pseudo aneurysm at the proximal suture line of the previous endovascular repair. A gore tag thoracic endoprosthesis was implanted to address the pseudo aneurysm. Another descending thoracic aortic aneurysm was discovered, but not treated. In 2009, the patient experienced another episode of hemoptysis and a type I endoleak. Two gore tag thoracic endoprostheses were used to extend the previous endograft, and to repair the other distal aneurysm. The patient tolerated the procedure, and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted; the review of the manufacturing paperwork verified that this lot met all pre-release specifications.